Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) the customer experienced a map shift bigger than 5 cm without any error during the mapping phase. The customer created new map and the case was completed without any patient consequence. The patient was under general anesthesia without any movement. The map shift without error is indicated of reportable event. Biosense field service engineers advised clinical account specialist to use a default template during the next cases. It was stated that the issue did not occur/could not be duplicated during last two cases and also stated that the default template was used as advised. System is ready for use. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), the customer experienced a map shift bigger than 5 cm without any error during the mapping phase. The customer created new map and the case was completed without any patient consequence. The patient was under general anesthesia without any movement. The map shift without error is indicated of reportable event. Investigation is still in progress. A supplemental report on device evaluation will be submitted.